Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7086068/7086360. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and the leads had high impedances. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7086360/7086068, UDI: (B)(4), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and the leads had high impedances. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. Additional information has been received that the patient did not explanted.